Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including CABG, diabetes and chronic kidney disease

Manufacturer narrative:
With regards to b7. Other relevant history, including preexisting medical conditions. Patient's medical history and comorbidities included: hemicolectomy for colonic cancer, atrial fibrillation, increased body mass index, diabetes, chronic kidney disease and spinal stenosis. The subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 71-year-old patient with a 29mm perimount valve implanted in the aortic position underwent surgery for a valve-in-valve procedure after an implant duration of approximately six (6) years and two (2) months due to structural valve degeneration leading to severe stenosis. As reported, patient was admitted to hospital with congestive heart failure, and stenosis was confirmed by an echo. A 29mm transcatheter valve was implanted within the surgical edwards valve. Patient was returned to inpatient unit for standard post-procedural recovery.

Manufacturer narrative:
Updated information in section b5, d1, d4 (model number) added information to section a1, d4 (serial number, expiration date), h4 (device manufacturer date), h6 (type of investigation) the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
Edwards received notification that this 71-year-old patient with a 3300tfx29mm valve model implanted in the aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of six (6) years and three (3) months due to structural valve degeneration leading to severe stenosis. As reported, patient was admitted to hospital with congestive heart failure and stenosis was confirmed by an echo (lvef less than 25%, moderate concentric lv hypertrophy). A 29mm transcatheter valve was implanted within the surgical edwards valve. Patient was returned to inpatient unit for standard post-procedural recovery.